Event description:
It was reported that a filed representative contacted boston scientific technical services (ts) indicating that this pacemaker system had triggered an alert for high out of range right ventricular (rv) pacing impedance, and that the exact impedance measurement for which this alert was present, was not visible in the remote monitoring system. Ts reviewed the data and explained that the alert did not contain a value because the trending window was not completed yet at the time of the data transmission. Upon further review, it was also noted that an additional alert had been triggered for high out of range right atrial (ra) pacing impedance, and that the ventricular intrinsic amplitude presented low values. Ts provided troubleshooting steps in order to exclude potential lead impairment and understand options to ensure proper device therapy. Later, the patient attended the hospital, and the device was interrogated, but no out of range impedance measurements were observed. Provocative maneuvers were also performed, and no noise could be reproduced. The device was reprogrammed, and the patient will continue to be monitored. The following day, the patient complained of retrosternal chest pain and was advised to attend the emergency department for further evaluation. No further information is available at this time. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a filed representative contacted boston scientific technical services (ts) indicating that this pacemaker system had triggered an alert for high out of range right ventricular (rv) pacing impedance, and that the exact impedance measurement for which this alert was present, was not visible in the remote monitoring system. Ts reviewed the data and explained that the alert did not contain a value because the trending window was not completed yet at the time of the data transmission. Upon further review, it was also noted that an additional alert had been triggered for high out of range right atrial (ra) pacing impedance, and that the ventricular intrinsic amplitude presented low values. Ts provided troubleshooting steps in order to exclude potential lead impairment and understand options to ensure proper device therapy. Later, the patient attended the hospital, and the device was interrogated, but no out of range impedance measurements were observed. Provocative maneuvers were also performed, and no noise could be reproduced. The device was reprogrammed, and the patient will continue to be monitored. The following day, the patient complained of retrosternal chest pain and was advised to attend the emergency department for further evaluation. No additional adverse patient effects were reported. The device remains in service.